Manufacturer narrative:
The device was returned for analysis. The reported deformation due to compressive stress and material separation (shaft) were confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the left anterior descending coronary artery with heavy calcification and heavy tortuosity. After pre-dilatation was performed, a 2.5x15mm xience prime stent delivery system (sds) was advanced, but resistance was met, the shaft kinked at the junction and separated. The sds was easily removed. A 2.5x18mm xience prime was then advanced, but again resistance was met, the shaft kinked at the junction and separated. The sds was easily removed. The procedure was completed using another drug-eluting stent. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional xience prime device referenced in b5 is filed under a separate medwatch report number.